Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached 536 mg/dl while wearing the pod between 24 and 36 hours. Symptoms reported include cognitive changes as well as vomiting, frequent urination and dehydration. The patient was taken to the hospital by ambulance. Once at the hospital upon removal of the pod from the infusion site, the pods cannula was found to be bent. The patient was treated with intravenous fluids and insulin. The patient was released from the hospital the following day. The pod will not be returned as it has been discarded.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. In addition we are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.